Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to the adhesive on the bending section cover (a-rubber) is detached and the grip, the up/down plate and the universal cord are all sticky. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the visera rhino-laryngo videoscope exhibited found that the adhesive on the bending section cover (a-rubber) is detached, and the grip, the up/down plate and the universal cord are all sticky. There were no reports of patient involvement.